Event description:
It was reported by dealer that the client snapped one fork and bent the other on the solara3g wheel chair. Dealer states "nobody knows how he did this". Dealer also states the knurled piece that touches the tire is worn out and wanted wheel locks on the quote. Advised dealer that these items would not be covered by warranty. The wheel locks on the quote are not the same as the original, as dealer wanted to change to frog legs, and that bending and snapping forks could be considered customer misuse and the wheel locks are likely to be from normal wear and tear. No further information provided.